Manufacturer narrative:
Concomitant products: product type: lead, product ID: 3998, lot# v017731, implanted: (B)(6) 2007. Product type: programmer, patient, product ID: 37742, serial# (B)(4). Product type: recharger, product ID: 37754, serial# (B)(4). Product type: extension, product ID: 3708260, serial# (B)(4), implanted: (B)(6) 2007. (B)(4).

Event description:
The patient reported shocking and stimulation in an undesired location. The patient reported an accident at (B)(6). The patient said that he had the device checked by the manufacturing representative (rep) because "the unit was cutting on and off and sometimes it would go up and shock me and stuff and its giving me stimulation in the wrong areas like in my groin area." This problem has been happening since an accident at (B)(6), where some plywood hit against his implant and says this was (B)(6) 2014 and says these problems have been happening since then. Additional information received from the manufacturing representative (rep) reported the patient had reprogramming done on (B)(6) 2011 and a revision on (B)(6) 2011. The last time the rep met with the patient was on (B)(6) 2014. The rep could not recall all of the details of the appointment, but will contact the patient and set-up an appointment to meet with him. The last time the rep met with the patient was on (B)(6) 2014. The rep could not recall all of the details of the appointment, but will contact the patient and set-up an appointment to meet with him. If additional information becomes available, a follow-up report will be submitted. Indication for use: postlaminectomy pain.

Event description:
Additional information was received from the patient that reported their implantable neurostimulator (ins) began malfunctioning after the accident at (B)(6). The patient indicated a machine fell on the patient and hit his ins.